Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be identified. A further presumption of cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the customer complaint was confirmed and there were leakages coming from the light guide lens gluing and right/left knob. In addition, evaluation found the connector cover insulation was below threshold, the light guide lens was cracked, the charged coupled device cover lens was cracked, the bending section cover glue was cracked, the mouthpiece was damaged, the paint of the air/water and suction cylinder nuts was peeling off, the key top #1 was cut, the universal cord was buckled, the scope connector cover was damaged/corroded, the plug unit housing was damaged, angulation was reduced, the orange conical chart had uneven illumination, white balance cap failed, the lack of image orange conical chart failed, the resolution jig near focus and mesh chart failed, the jet channel of the distal end was perforated, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the body control unit and channel of the evis exera iii colonovideoscope were leaking. No foreign material was present. The issue was found during reprocessing and reprocessing was unable to be finished due to the leakage. The device was inspected before the procedure by the customer and it was not used with foreign material during the procedure. The foreign material likely remained as a result of incomplete decontamination, which the customer performed correctly. The previous procedure was completed without issue. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged by foreign material. The report is being submitted due to clogged nozzle found during evaluation.